Event description:
It was reported that the lead integrity alert (lia) triggered due to non-sustained tachycardia episodes with short interval counts (sic). Review of electrograms indicated electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2005; 419488 implantable pacing lead, (B)(6) 2005. (B)(4).